Event description:
The customer reported the generation of erroneous low patient results for ion selective electrode (ise), which includes sodium (na), potassium (k) and chloride (cl), involving their au680 clinical chemistry analyzer. The results were released and questioned by the emergency room department. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics, and the exact number of patients affected is unknown.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and identified the failure mode as a defective mixer motor. The fse inspected the instrument and found the mixer motor not spinning/rotating. The fse replaced the ise mixer motor to resolve the issue. System performance was verified. Initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).